Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor's electrode belt receptacle was physically damaged and the monitor was unable to securely latch to an electrode belt. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the defective monitor.

Event description:
During the investigation of a monitor by a us distributor for an unrelated reason, a reportable malfunction was found.